Event description:
Information was received that this smiths medical cadd legacy pump exhibited continuous high-pressure alarm. It was reported that the patient "confirmed technique was correct and tubing was not kinked or clamped". Subsequently, the patient switched to backup pump with no interruptions in therapy. No reported patient injury. No reported adverse effect.